Event description:
It was reported that before an unknown procedure, the clips fell out, which worried the surgeon as the clip was to put in the renal artery. It is worth mentioning that the possible failure of the instrument did not have any impact on the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock, performed a patient initiated interrogation (pii) and went to lie down. The patient's spouse found the patient non-responsive about an hour later and performed CPR and called 911; however, the patient passed away. The patient was not transported to the hospital, but went directly to the funeral home. The patient's spouse indicated that the cause of death was fatal arrhythmia - ventricular fibrillation (vf) as well as ischemic cardiomyopathy, post-traumatic stress disorder, and diabetes. The patient's spouse inquired how her husband could have passed away due to an arrhythmia if he had a defibrillator. Technical services (ts) discussed the difference between electrical system and coronary system. Additional information indicate that there was successful conversion as well as non-sustained episodes.